Event description:
Patient experienced discomfort at the ipg site. Surgical intervention took place wherein the ipg was repositioned in the same pocket site. Pain at the pocket site has resolved. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.